Event description:
Customer reportedly received results of 101 mg/dl on a lab value and hi (greater then 600 mg/dl) on the inform system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.